Event description:
It was reported while using the bd phoenix¿ pid a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. No health impact or consequence reported. Report 3 of 3.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel pid (catalog number 448008) batch number 4240517. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of staphylococcus aureus as staphylococcus epidermidis, staphylococcus epidermidis as staphylococcus aureus and streptococcus gordonii as streptococcus agalactiae when using the complaint batch. To investigate, retention panels of the complaint batch were tested using in house isolates s. Aureus 4757, s. Gordonii pos 1843 and s. Aureus a43300 on a phoenix m50 machine and evaluated for identification results. In addition, control panels from the same material but different batch were inoculated with in house isolates s. Gordonii pos 1843 and s. Aureus a43300 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pid a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. No health impact or consequence reported. Report 3 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.